Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that merlin.net transmission revealed non-sustained rv oversensing episodes. Upon reviewing transmission strips, myopotential oversensing was observed consistent with patients respiration. Programming changes were made. Patient will be monitored remotely.